Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 827072 (not valid), 927072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and nausea. Concurrent conditions included underweight, stress, anxiety, menses irregular, cervicitis, uterine cervical metaplasia, adhesion, appetite lost, pelvic abscess and vaginal cuff dehiscence. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingectomy) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. (B)(6) 2012:urine pregnancy test: a urine pregnancy test was performed today and the result was negative. Essure confirmation test(s) conducted-done. Report not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: medical records received. Medical history and concurrent conditions were added. Lot number updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 827072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. (B)(6) 2012: urine pregnancy test: a urine pregnancy test was performed today and the result was negative. Essure confirmation test(s) conducted-done. Report not provided. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet received: events- hormonal changes, abnormal bleeding, vaginal bleeding, menorrhagia, apareunia, migraines / headaches, nausea, nickel allergy & dysmenorrhea, dyspareunia, vaginal discharge weight gain & weight loss are added. Lot number added. Patient , product, & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 827072-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. (B)(6) 2012:urine pregnancy test: a urine pregnancy test was performed today and the result was negative. Essure confirmation test(s) conducted-done. Report not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 827072(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingectomy)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. (B)(6) 2012:urine pregnancy test: a urine pregnancy test was performed today and the result was negative. Essure confirmation test(s) conducted-done. Report not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Update of information (invalid batch). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.